Manufacturer narrative:
(B)(4). The device was received. Investigation is not completed.

Event description:
Device issue: unspecified defect in the flush port. Time of device issue: during device preparation. Adverse event: none. It was reported that during device preparation, an unspecified defect was noted in the flush port. There was no reported patient involvement. Though requested, no additional info was available. During return device analysis, inner/outer hypotube separation was observed.